Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that no errors related to incorrect values measured could be confirmed. The device issue of incorrect values measured could not be confirmed. Based on the information available and the testing conducted, the cause of the reported problem was unconfirmed. The reported problem was not confirmed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporting institution phone #: (B)(6). Reporting phone #: (B)(6).

Event description:
Philips received a complaint on the avalon fm50 fetal monitor indicating that incorrect values are measured. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.